Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical review: a temporal relationship exists between ccpd therapy utilizing the liberty cycler set and the serious adverse events of peritonitis, characterized by abdominal pain and cloudy effluent fluid, which required hospitalization and antibiotic therapy. The pdrn attributed causality to a touch contamination event, as the patient¿s caregiver changed work shifts which required the patient to initiate his ccpd treatment despite his physical limitations. Klebsiella is most frequently found in the gastrointestinal tract and in feces. Per the pdrn, the events were unrelated to any fresenius product(s) and/or device(s) deficiency or malfunction. Individuals undergoing pd for rrt (manual or cycler based) are at high risk for infections of the peritoneum. Based on the information available, the liberty cycler set can be disassociated from the serious adverse events. There is no allegation or objective evidence indicating a fresenius device(s) and/or product(s) deficiency or malfunction caused or contributed to the serious adverse events. Furthermore, there was no report a fresenius device(s) and/or product failed to meet the users¿ expectations or the manufacturers¿ specifications.

Event description:
It was reported that this patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] utilizing a liberty select cycler and liberty cycler set for renal replacement therapy (rrt) was hospitalized for possible peritonitis on (B)(6) 2024 (initially reported as (B)(6) 2024). No additional information was provided during the intake process. Follow-up with the patient¿s pd registered nurse [(pd)rn] confirmed the patient presented to the emergency room on (B)(6) 2024 with complaints of abdominal pain and cloudy peritoneal effluent fluid. A peritoneal effluent fluid culture and cell count (wbc = 6694 /mm3) were collected, and the patient was formally admitted. The patient was diagnosed with peritonitis and treated with intraperitoneal (ip) vancomycin 2000 mg every 5 days, ceftazidime 1500 mg daily, and oral diflucan daily (dosage not provided) for 21 days. The patient¿s peritoneal effluent culture result returned positive for klebsiella oxytoca on (B)(6) 2024, and the patient¿s antibiotics were continued. As of (B)(6) 2024 the patient remains hospitalized in stable condition and is recovering from the events. The pdrn is uncertain why the patient has been hospitalized for so long and has not received a recent update. The pdrn attributed causality to a touch contamination event, as the patient¿s caregiver changed work shifts which required the patient to initiate his ccpd despite his physical limitations. The pdrn stated the home dialysis clinic was unaware this change had occurred and only the caregiver had been trained on initiating treatment. Per the pdrn, the events were unrelated to any fresenius product(s) and/or device(s) deficiency or malfunction. The patient continues to undergo ccpd therapy while hospitalized without any known issues.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed. There is no allegation of cassette malfunction based in the complaint description and information provided that the reported peritonitis was attributed to a breach in aseptic technique. There is no allegation of cassette malfunction. As there is no allegation related to product manufacture, the complaint is deemed as unconfirmed.

Event description:
It was reported that this patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] utilizing a liberty select cycler and liberty cycler set for renal replacement therapy (rrt) was hospitalized for possible peritonitis on 9/oct/2024 (initially reported as 14/oct/2024). No additional information was provided during the intake process. Follow-up with the patient¿s pd registered nurse [(pd)rn] confirmed the patient presented to the emergency room on 9/oct/2024 with complaints of abdominal pain and cloudy peritoneal effluent fluid. A peritoneal effluent fluid culture and cell count (wbc = 6694 /mm3) were collected, and the patient was formally admitted. The patient was diagnosed with peritonitis and treated with intraperitoneal (ip) vancomycin 2000 mg every 5 days, ceftazidime 1500 mg daily, and oral diflucan daily (dosage not provided) for 21 days. The patient¿s peritoneal effluent culture result returned positive for klebsiella oxytoca on 14/oct/2024, and the patient¿s antibiotics were continued. As of 31/oct/2024 the patient remains hospitalized in stable condition and is recovering from the events. The pdrn is uncertain why the patient has been hospitalized for so long and has not received a recent update. The pdrn attributed causality to a touch contamination event, as the patient¿s caregiver changed work shifts which required the patient to initiate his ccpd despite his physical limitations. The pdrn stated the home dialysis clinic was unaware this change had occurred and only the caregiver had been trained on initiating treatment. Per the pdrn, the events were unrelated to any fresenius product(s) and/or device(s) deficiency or malfunction. The patient continues to undergo ccpd therapy while hospitalized without any known issues.